Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing intermittent beeping sounds from their controller, despite changing to different sets of clips and batteries. The patient performed a controller exchange at home without issue. There were no further issues after the controller exchange.

Manufacturer narrative:
Section d3, g1: updated information, section d1, brand name: corrected, section d4, catalog number: corrected, section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent beeping sounds on the controller was confirmed via analysis of the submitted log file. The heartmate 3 system controller was returned and evaluated at abbott and a log file was downloaded. The downloaded controller event log file from the returned system controller contained 252 relevant events spanning approximately 11 hours on (B)(6) 2023 (2:26:18 ¿ 11:51:27 per the timestamp). The log file captured intermittent atypical low voltage and power cable disconnect alarms active while connected to battery power due to the rsoc voltage in the power cables dropping below the minimum voltage threshold without any routine voltage depletion or power source changes. When the atypical power cable disconnect alarms were active the rsoc voltage measured approximately 0 volts. The alarms appear to resolve in the following events when the rsoc voltage was restored to its expected voltage threshold; however, they would reappear sporadically. This appears to be consistent with intermittent poor connection between the battery and battery clips. During the evaluation, the controller was functionally tested and passed all steps without issue. Additionally, the controller was placed on a mock circulatory loop for an extended period of time without any issues or atypical alarms active the controller was connected to the test battery clips and a test power module and the reported event was not able to be reproduced. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms, power cable disconnect alarms, and the actions to take if the alarms do not resolve on their own. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.